Event description:
On the initial report on 06/14/2022 consumer stated that product caused a reaction similar to chemical burns. Consumer stated sought medical attention with her dermatologist due to the issue.

Manufacturer narrative:
As of 07/08/2022 no lot or returned product were provided therefore manufacturer is unable to perform an investigation. Aso reviewed records of biocompatibility tests with no issues noted.